Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed upstream occlusion, and keeps emitting the upstream occlusion alarm during testing. There was no patient involvement.

Manufacturer narrative:
D3: correction h6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The upstream occlusion (uso) sensor was found to be faulty. The uso sensor was replaced. Upon further investigation, the downstream occlusion (dso) seal was found to be delaminating. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.